Manufacturer narrative:
Additional information was received that the explanted ipg was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the explanted ipg was sent back to bsn for further analysis and no further information could be obtained at this time.

Event description:
A report was received that the patients ipg was not charging. The patient underwent an ipg explant procedure.